Event description:
It was noted that a device fracture occurred. The target lesion was located in the right coronary artery (rca). A guidezilla ii, 6f was selected for use. During the procedure, it was noted that the connection part of the guidezilla was fractured. The device was simply pulled out from the patient's body and replaced with another guidezilla. There were no patient complications reported post procedure.

Event description:
It was noted that a device fracture occurred. The target lesion was located in the right coronary artery (rca). A guidezilla ii, 6f was selected for use. During the procedure, it was noted that the connection part of the guidezilla was fractured. The device was simply pulled out from the patient's body and replaced with another guidezilla. There were no patient complications reported post procedure.

Manufacturer narrative:
The device was returned for analysis. The device was visually and microscopically examined. There were fluids present to the device and inspection of the device presented no damage or irregularities. Product analysis could not confirm the reported event as there was no damage to the device.